Manufacturer narrative:
The manufacturer is attempting to acquire the suspect system controller for analysis. No further information is available at this time. A supplemental report wil be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 18 days post-implant, it was reported that the patient's system controller event history indicated a pump stoppage. The patient is uncertain if an alarm occurred; however, an alarm was displayed on the system controller. The hospital replaced the system controller.